Event description:
February 16: customer reports CT technologist was demonstrating the operation of the power injector to a student technologist. As the CT technologist was moving the injector system back into the park position, the suspension arm failed, allowing the powerhead to drop. No one was injured. No patients involved.

Manufacturer narrative:
Covidien field service engineer (fse) found the screw holding the retaining collar in place had come out allowing collar to move up. When collar was gripped by operator to move powerhead, the collar could slip upwards, and the key that holds the j-bow to the suspension arm, could work it's way free. Fse replaced the j-bow, collar and screw and verified operation. System return to full service by customer.